Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek inrange meter serial number (B)(4). (B)(6). There was no allegation of an adverse event. The customer used a new finger for each test. The therapeutic range was 2.0-2.5 inr. The meter and strips were requested to be returned for further investigation. Relevant retention test strips (lot 244034-10) were tested in comparison with the master lot coaguchek xs. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complied with specification.

Manufacturer narrative:
One vial of test strips and the coaguchek inrange meter were received for investigation. The test strips and vial showed no defects. The meter appeared undamaged and was clean on the outside. The returned test strips were measured with the returned meter in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Master lot/retention meter: marcumar 3: 2.6 inr; marcumar 4: 2.7 inr. Customer strips/customer meter: marcumar 3: 2.9 inr; marcumar 4: 2.8 inr. The maximum difference between measurements with the same blood sample was 10%. The returned customer material and retention material complied with specification.